Event description:
Healthcare professional reported injecting the patient in the lips with a half a syringe of juvéderm® volbella¿ xc. Two weeks later, the patient was injected with additional half syringe of juvéderm® volbella¿ xc in the lips. Eight weeks later, the patient experienced ¿swelling, tenderness, and bumps¿ to lips with ¿multiple firm nodules present and mild erythema and warmth." The patient was recommended 50 mg of benadryl x 2 days. Five days later, the patient returned with worsening ¿swelling¿ to top and bottom lip. The patient was treated with 80mg of kenalog and was prescribed a medrol dosepak and augmentin 500mg bid x 7 days . The next day, the patient was treated with 1 vial of hylenex. Only half the vial was injected due to a large amount of ¿swelling" and patient discomfort. A week later, the swelling had improved and most of the filler was dissolved in the lower lip, but some nodules remained in the upper lip. The patient received 2 vials of hylenex, majority to the upper lip. Patient returned to the clinic one week later and lips had returned to previous size with no erythema, warmth, or tenderness. At this visit, patient reported new onset "numbness" to the left top lip. Healthcare professional recommended additional vial of hylenex at this time. Patient wanted to wait a month before next round of hylenex. Patient returned one month later, one small bump present to right upper lip. Per patient, "numbness" had improved and she reported only slight "tingling" upon palpation. At this visit, small amount of hylenex injected to bump on right upper lip. Patient returned one month later, "nodules, tingling, and numbness" had completely resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00936 (abbvie complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.